Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via a manufacturer representative reported the patient's disease was getting worse. The patient was on a drip at the hospital at the time of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend / family member via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the patient experienced breathing and swallowing difficulties so they were hospitalized and given a nutrient solution. It was also stated that the patient did not have more than a 50% reduction in symptoms. It was stated that it was unknown what troubleshooting was performed and if a cause was determined. The issue is ongoing.

Manufacturer narrative:
Hospitalization is no longer applicable to the event upon further review. Serious injury is no longer applicable. It is noted upon further review, the (B)(4) are no longer applicable to the event.

Event description:
Additional information received reported the breathing and swallowing difficulties were not related to the device/therapy or implant procedure. It was unknown if the breathing and swallowing difficulties were resolved. It was unknown what interventions/diagnostics were performed to resolve the event.